Manufacturer narrative:
Original MDR 2517506-2019-00288 was filed on 18-jul-2019. Additional information (16-aug-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc reviewed the instrument data. The cause of the event is unknown. No instrument malfunction was identified on dimension exl with lm serial number 12252466. The instrument is operational. No further evaluation is required. MDR 2517506-2019-00289 supplement 1 and MDR 2517506-2019-00292 supplement 1 were also filed for the same event.

Manufacturer narrative:
Mdrs 2517506-2019-00289 and mdrs 2517506-2019-00292 were also filed for the same event. The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (tni) patient result was obtained on the dimension exl system. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl system. The discordant result was reported to the physician(s). The same sample was reprocessed on the same day on an alternate dimension exl instrument and a lower correct result was obtained. The same sample was reprocessed on the same day at an alternate facility on an alternate siemens system, dimension vista instrument and a lower result was obtained. The same sample was also reprocessed on later dates at an alternate facility on an alternate siemens system, dimension vista instrument and on an alternate dimension exl instrument and lower results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.